Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The ipd was analyzed and the reported error was confirmed but not replicated, though error logs confirmed error 86, indicating an out-of-range voltage from a power distribution board (ipd and generic power distributor (gpd)). Visual inspection revealed no related issues. Installed in the test system, the power tray operated without errors, with emergency power off (epo) functioning properly and voltages within range. Ten power cycles and a 20-minute idle in normal mode were completed without issues. The complaint was confirmed based on field evaluation but not replicated by failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. While failure analysis confirmed the voltage issues via log review, in-house testing was unable to replicate the reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to out-of-range voltage caused by electrical issues from the intuitive core power distribution (ipd) board located on the vision side cart (vsc).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, the customer reported to technical service engineer (tse) that they have a non-recoverable fault, 86. The customer was mid-procedure and grasping tissue with multiple universal surgical manipulator (usm) arms and the customer was not able to remove instruments due to tissue being grasped. Tse had customer power down system and power back up to release tissue and possibly move to another vision side cart (vsc). The system power back on and customer began to continue. Tse recommended moving to another vsc since the error was likely to persist, but customer stated they were at the end of the procedure and were continuing. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was completed robotically and no patient injury or harm. The jaws were not stuck on tissue when the issue occurred. The system rebooted to release the tissue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced intuitive surgical core power distribution (ipd) to resolve the issue. The system was verified and ready to use.